Manufacturer narrative:
(B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed dimensional verification and functional testing but failed visual examination. There were mild to moderate abrasions on the lower housing ceramic surface and the matching inferior surface of the impeller. Pathological examination revealed presence of thrombus, thus confirming the reported event. The mechanical abrasions of the lower housing surface and the matching inferior surface of the impeller are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event; clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical staff that a patient experienced rising lactate dehydrogenase (ldh), decreased hematocrit (hct), and dark urine, right ventricular failure and significant aortic insufficiency. The patient was placed on extracorporeal membrane oxygenation (ECMO). Suspected pump thrombosis. The ventricular assist device (vad) was removed, there was no visible thrombus in the pump or outflow graft. It is stated that the ventricles were removed and replaced with a vad on left and a vad on the right. New information indicates: the patient is diagnosed with right ventricular heart failure. As of (B)(6) 2015 the patient is reported to be in the ICU. No additional information was provided.

Manufacturer narrative:
(B)(4) rising lactate dehydrogenase (ldh), decreased hematocrit (hct), and dark urine. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU: implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. All vad patients face risks including thrombus and re-operation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation.